Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged and the pump shut off unexpectedly. Reportedly, the pump display turned on and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the pump indicated a data log corruption and that the pump shut off unexpectedly. A replacement pump was sent to the customer to resolve the issue. Customer¿s blood glucose level was 138 mg/dl.